Manufacturer narrative:
The viper 5.5 ti cortical fix cannulated screw [product code: 1867-31-655] was not returned for evaluation. The complaint was confirmed via the photo provided. The photograph showed that the cortical fix inner cap (saddle) had become detached from the tulip head. A review of the device history record (DHR) could not be performed as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the polyaxial screw¿s inner cap becoming detached from the polyaxial screw¿s tulip head cannot be positively determined. Based on the photo¿s evaluation, one probable root cause may likely be that the tulip head was subjected to a higher than anticipated load resulting in the inner cap (saddle) to become detached from the tulip head. No issues could be identified in the manufacturing or release of this device as no lot number has been identified. In addition, no systemic trends were found. Therefore this complaint will be closed with no further action required.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
I had an adverse event yesterday with a viper cortical fix case. Please see the attached form and also an image of the screw which disassembled in the patient's body prior to the rod being placed. I think it happened when he used a cobb to turn the head of the screw, but I can't be sure.